Event description:
The hcp reported that low reservoir and empty reservoir were noted on pump status screen when interrogation performed. The reporter states they have not heard an alarm sound. The patient is on intravenous pca morphine to supplement and is doing o.k. Final patient outcome not reported.